Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and patient hospitalization were not reported. The patient was treated with unspecified antibiotics (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
Event date: the event was reported to have occurred on an unreported date in late (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.